Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead has exhibited an out of range shock impedance measurement. Previously the impedance had exhibited a gradual increase and the shock vector was reprogrammed. The pacing impedance, sensing and threshold measurements were all normal and stable. They will continue to monitor the patient. There were no adverse patient effects reported.

Event description:
Additional information was received that the device and right ventricular (rv) lead continue to exhibit high out of range shock impedance measurements via the patient's remote monitoring system.